Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00262 on 02sep2020 . Additional information (11sep2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. There was no product non-conformance that was identified with the reagent or analyzer. The call indicated that the sample was collected on an IV line and was centrifuged outside of the tube manufacturers recommendation. The aspiration profile was atypical for the initial sample which indicated an issue with either the sample integrity or a mechanical issue with the instrument sampling system. Siemens concluded that the potential cause was the sample integrity as no other samples were reported to have an issue and the instrument data did not show an atypical aspiration on the other samples. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin patient result was obtained on a dimension exl 200 instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument and again on an alternate dimension exl 200 instrument. A second sample was drawn and repeated on the same instrument and again on the alternate dimension exl 200 instrument. The repeated results, were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cardiac troponin patient result.